Manufacturer narrative:
The vio dv integrated electrosurgical unit (iesu) generator was returned and failure analysis testing was completed. The reported issue could not be replicated. The generator was placed on an in-house system and the unit energized and cauterized from all ports.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar bovie pen was not working, an investigation is in progress to determine the cause of this reported event. A field service engineer (fse) was dispatched to the customer site to further troubleshoot the issue. Fse replaced the erbe to resolve the issue. Intuitive surgical, inc. (Isi) has received the erbe for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar bovie pen was not working. The procedure was completed with no reported injury.